Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported the infusion device often displays e4 occlusion errors despite changing all of the accessories, and she believes the insulin delivery of the infusion device is too low. Patient has disconnected the infusion set and delivered a bolus, and the error message does not resolve. Patient reported she was hospitalized due to hyperglycemia of 28.7 mmol/l (516.6 mg/dl) around (B)(6) 2011. Normal blood glucose is 4-12 mmol/l (72-216 mg/dl). Patient was hospitalized for 1 week and then switched to the backup infusion device. She has not experienced further hyperglycemia or e4 occlusion errors since switching to the backup infusion device. Infusion device was replaced and requested for evaluation. No additional information was provided.